Event description:
Procedure: low anterior resection. According to the reporter: when the circular stapler was inserted through the anus, the cut edge split. Additional tissue was resected to recover using the same stapler. Oozing bleeding was reported as under 200cc. No patient information was available.